Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4 lbs due to faulty force sensor resistor. The insulin pump was unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a compromised force sensor system alarm. The customer's blood glucose was 43 mg/dl at the time of incident. The customer's blood glucose was 72 mg/dl at the time of call. The customer's blood glucose was 185 mg/dl at the end of call. The customer stated that they treated the low blood glucose with orange juice. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.